Manufacturer narrative:
(Hyperopia). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with hyperopia 11 months after treatment and that patient underwent flap lift enhancement in both eyes on (B)(6) 2014 to treat the residual hyperopia. Patient complained of blurry vision.